Event description:
Healthcare professional reported unknown side rupture and "deformity". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on anterior side assessed as surgical damage. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported unknown side rupture and "deformity". Device has been explanted.